Event description:
It was reported the catheter was placed into the pt without incident. While in use, the physician noticed blood and meds leaking back into the sheath. The physician continued the procedure using a peripheral line the pt already had in place. This pt almost coded during the procedure. There was no delay in treatment and no pt death reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.